Manufacturer narrative:
The customer's meter was returned and the complaint did not confirm. The test strips have been requested for investigation as well but were not returned with the meter. An xceed meter was sent to the customer as a replacement.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 5.2 and 20mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.